Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt death) has been investigated. Upon receipt the electrode belt was found to be fully functional. Device eval of monitor sn (B)(4) has not yet been completed. Due to the lack of a data download from the monitor, the investigation into the pt death is still underway. A supplemental report will be sent upon completion of device eval and death investigation. Monitor sn (B)(4) MFR date: 03/2011, electrode belt sn (B)(4) MFR date: 12/2010.

Event description:
Zoll customer support was notified of a pt death via an email from zoll billing. Per zoll billing, the pt's family reported that the pt was wearing the device at the time of death. The pt's family also reported that the device did not alarm and that it was not working.